Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the reported issue was unable to be duplicated. An error of e-86 and e-96 were observed and the main pca was replaced to resolve. The device was overall checked, cleaned and functionally tested. The software version is confirmed to be at 3.6.2.